Manufacturer narrative:
Covidien lp (formerly valleylab) periodically publishes hotline news bulletins on items of interest to customers and makes these available on our website. A copy of a hotline titled "best practices in ligasure vessel sealing" has been sent to the customer.

Event description:
The report stated that the ligasure device did not cauterize effectively. It was reported that there was bleeding due to this. The site was contacted to see how severe the bleeding was and they responded that they did not do an internal investigation on this incident, so they considered this to be a minor incident.